Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of a coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was mildly tortuous and 90% stenosed. The lesion was pre-dilated using a 2.5 x 12 mm semi-complaint balloon and stented with a xience prime 2.75 x 38 mm at 16 atmospheres. Fluoroscopy post-stenting revealed a dissection at the proximal end of the stent. Another xience prime was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.